Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 09-mar-2016 and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. There was complication during essure insertion. Consumer stated doubting for a long time on perforation (not), for safety reasons regular sterilization was done after 3 months. In (B)(6) 2013 the consumer experienced pelvic pain, pain during ovulation, hip pain, and abdomen pain. In (B)(6) 2015 the consumer experienced difficulty urinating. She contacted a doctor. A laparoscopy was performed and essure was removed. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. A laparoscopy was performed and essure was removed. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, 3 months after essure insertion, she had pelvic pain. A perforation was suspected but not confirmed. Given the nature of the event pelvic pain, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. A laparoscopy was performed and essure was removed. This event is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. In the present case, 3 months after essure insertion, she had pelvic pain. A perforation was suspected but not confirmed. Given the nature of the event pelvic pain, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.